Event description:
A report was received that the patient underwent a procedure for an unknown reason. During the procedure the physician was experiencing difficulty when trying to pull the lead back. An x-ray was taken and the lead appeared to be kinked. The physician pulled the needle and lead out together, while using more tension than usual, and noted that five contacts were broken on the lead and the procedure was aborted. The patient underwent a CT scan which was negative for epidural hematoma. There is no further information available.